Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the same issue persists where all staph sr assay results are positive. No patient impact. The following information was provided by the initial reporter: customer reports that issue persists with the staph sr assay and all results are positive.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the same issue persists where all staph sr assay results are positive. No patient impact. The following information was provided by the initial reporter: customer reports that issue persists with the staph sr assay and all results are positive.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives" while running the staph sr assay. Field service engineer was dispatched. Service was unable to renormalize reader a on the instrument, which led to the reader on side a being replaced. Reader health checks and renormalization was performed on both readers, side a and b. Qualification runs completed and passed. This complaint is confirmed by service. The root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure/failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and one additional work order was observed on 11aug2022 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.